Event description:
Memory loss documented 1988, asymptomatic sjogren's, ms, arthritis-like syndrome onset 1991, fatigue, skeletal pain and fever, sleep disorder, night sweats irritable bladder pain and blood, irritable bowel, gas, muscle spasms, cramps, dry eyes, ear aches, jaw joint pain, loss of molars, physical response to anxiety, dizziness, joint immobility except with extreme pain, inability to arise in morning, deep chest pain, migraine headaches, breathing difficulty, loss of memory, haziness, cognitive problem, hair loss, migrating pain in joints, ligaments and muscle with fever and swelling, painful cartilage in nose and ears, blood draining from left nostril from interior ulcers, lupus, leakage of fluid through pores forming on the back of left hand, blurred vision, 4 years of sore throat, burning sensation, pinching feeling through muscles and chemical blackouts.